Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the whole proglide suture came out with the plunger. Another proglide was used with the same result. A new proglide suture was successfully pre-placed and used after the pevar procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture could not be replicated in a testing environment as not all of the components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.